Event description:
Initial result for a patient cea was 4.5 ng/ml. When repeated on another analyzer, the result was 1.9 mg/dl. Investigation by the field service representative found that the results were repeatable on the respective systems and there was no malfunction of the system. Further investigation was not possible because no additional sample was available.